Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that several attempts were made to detach the coil; however, the coil did not detach. During removal, the coil detached inside the microcatheter. The coil was removed in its entirety from the patient with another coil. There was no reported intervention or patient injury.

Manufacturer narrative:
The pusher was returned for analysis. The implant was not attached to the pusher and was not returned. The black pet at the transition section was stretched and broken, and the body coil had an overlap section. The heater coil section had the black pet burned. The monofilament has the mushroom shape. The resistance value was 43.6 ohms, which was within specifications. Based on the investigation findings and available information, the reported complaint can be confirmed. The complaint stated that several attempts were made to detach the coil with the controller, and the device exhibits signs of those attempts. Additionally, the reported complaint indicated the coil detached during withdrawal, and the implant coil was found to be detached from the pusher upon return. The exact root cause for the late detachment during withdrawal of the coil could not be determined; however, this type of event can occur when the device is subjected many times to activate the circuit to release the implant, and it can burn the black pet at the heater oil section. The transition section can stretch when the device is subjected to excessive force during handling. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.